Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they are having a 'problem' with their implantable pulse generator (ipg) system, that they 'do not feel it anymore' and they are "having trouble with my heart". The ipg system remains in use. No further patient complications have been reported as a result of this event.